Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was being used for a cranial resection a procedure. It was reported that after registering the patient and then draping to go sterile they were getting black navigation views. They would re-center and the 2d images would appear temporarily, then disappear again. Site aborted use of navigation. This was an afterhours case and account did not call tech services. The probable cause of the issue was noted as the old style reference frame that was able to be put on backwards. They sent the account team pictures to help train site differences between old and new reference frames. The delay was less than an hour with no impact to the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.